Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after a laparoscopic hysterectomy, it was noted that distal tip of the trocar sleeve was broken and a piece was missing. This caused the case to be extended by more than 30 min to look for this piece, which was found. No harm was caused to the patient but she is under surveillance to monitor for infection. No blood loss was recorded. No member of medtronic was present during this case. There was no tissue loss as a result of the issue. There was no tissue damage as a result of the issue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) and engineering led an evaluation of one trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The fixation trocar was received and broken on the distal end. The trigger was actuated and the knife blade advanced and retracted properly. The knife blade cut the appropriate test media without difficulty. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.